Event description:
Philips received a complaint on the v60 ventilator indicating that the device generated a low battery alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer received on (B)(6). 2024, it was provided that the device had produced the low battery alarm in april of 2023. A specific date was not provided. The customer also stated that the battery was nearing its 5-year lifespan, so the battery was replaced. In a gfe response from the customer received on (B)(6). 2024, it was confirmed that, following the battery replacement, the device was back in use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.